Event description:
It was reported by service report that the fowler was stuck and would not lower electronically and manually. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: fowler skoocher motor and the ball screw.